Event description:
It was reported that the t:slim x2 pump battery would not charge, accompanied by a power source alert. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by using a different charging cable, and no further assistance was required.